Manufacturer narrative:
The suspect device has not been returned to olympus for evaluation. The investigation is in process. Once the investigation has been completed, a supplemental report will be submitted with device evaluation results.

Event description:
The customer reported during transnasal endoscopy procedures, more patients complained of pain during insertion of the subject device compared to olympus endoscopes: gif-xp290n or xp260n. There were no other changes to the procedural environment such as sedation. No treatment provided for the pain which resolved during the procedure after insertion of the device. The pain was reported for an unknown number of patients. This event involves 8 reports: (B)(6): gif-1200n, 2102087. (B)(6): gif-1200n, 2102093. (B)(6): gif-1200n, 2103933. (B)(6): gif-1200n, 2103941. (B)(6): gif-1200n, 2103945. (B)(6): gif-1200n, 2103946. (B)(6): gif-1200n, 2104021. (B)(6): gif-1200n, 2104024. This report is 1 of 8 for (B)(6): gif-1200n, 2102087.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been more than 1 year since the subject device was manufactured. Based on the results of the investigation, there was no indication about the actual device in this case. Therefore, the root cause of the event could not be determined. This supplemental report includes information added to g2. Olympus will continue to monitor field performance for this device.